Event description:
It was reported that the device was in backup vvi mode when a patient presented in clinic for a follow-up. A device download was performed successfully. Patient will continue to be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).